Event description:
A physician reported that his patient began experiencing pain immediately following placement of essure micro-inserts. The patient visited an emergency room shortly following the essure procedure where an ultrasound was performed; the device on the right side appeared that it was not in the proper position; no treatment was given to the patient. The patient later presented to the physician reporting pain on her left side. The physician discussed treatment options with the patient and the patient chose to have the micro-inserts removed. The micro-inserts were removed laparoscopically and a bilateral salpingectomy was performed. Nothing unusual was noted regarding the essure micro-inserts during removal; both micro-inserts were intact and in proper position with no perforation observed. The patient has not had follow up with her physician so, it is unknown if the patient's symptoms have resolved.